Manufacturer narrative:
Results: inherent risk of procedure ¿ (death), conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. It is reported that approximately 28 months post index procedure the patient expired. The cause of death is unknown.